Manufacturer narrative:
On january 15, 2024, mentor received additional information reporting that the patient's device date of explantation is to be (B)(6) 2024. Section d6. Explantation date: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic female patient underwent a primary breast augmentation with a 500cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed with an exam. As a result, the patient underwent explantation on (B)(6) 2023. A discrepancy was observed when the information reported included a date of implantation (B)(6) 2005) that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2024, mentor received additional information regarding the patient's device date of explantation. It was reported that the patient's explantation has been put on hold and has not been rescheduled. All relevant information has been updated to reflect this additional information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).